Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring cutter was already "come out" at the time of opening the sterilization pouch. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).